Manufacturer narrative:
It was reported that the foley catheter would not drain. The catheter was subsequently replaced. There was no serious injury or need for further intervention as a result. The sample was returned and evaluated. Using a syringe we were unable to push or pull water through the lumen of the catheter while the tip was submerged in a bowl of water. We were also unable to push or pull air from a syringe through the catheter. The source of the occlusion was not determined. This catheter is a component in a custom procedural pack and is manufactured by (B)(4). They have been notified of this incident. As the manufacturer of the device, they will make the determination if any corrective action is indicated.

Event description:
The catheter was not draining and had to be replaced.